Event description:
Patient was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers were received. It is alleged the patient had severe pain and discomfort, formation of metallosi, pseudotumors and other inflammation and infection that damages bone and tissue surrounding the implant, a lack of mobility, chromium and cobalt metal toxicity, and the need for a revision surgery to explant the device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.